Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Medwatch report explains that the patient has about a one month history of worsening pain. The pain is mainly in the upper thoracic spine radiating to the front of the chest. There are ongoing severe muscle spasms. Md noted an excessive amount of drug in the pump at the last refill, indicating a pump malfunction. A recent myelogram through the pump appears to show the dye tracking around the pump. The patient was brought to the operating room. As per the patient's instructions, he wished to have the complete system removed. An incision was made in the abdominal site, and brought down to expose the pump. All four anchoring sutures were released and the pump was brought out of the pocket. This was attached to the catheter and there was no apparent problem with any of the connections or the proximal catheter. A second incision was made in the lumbar area overlying the catheter anchor. The anchor was exposed and detached from the fascia. Again, there did not appear to be any abnormality or problem with the catheter or anchor. There was no csf noted at either site either. The catheter was then withdrawn a little from the spine and there was no resistance. A pursestring suture was placed around the catheter entry site and held pending removal of the catheter. The catheter was slowly withdrawn in its entirety. As it came out, an area of partial break seemed to be most likely at the site of the lamina entry of the catheter, but the health professional could not be certain of this. It was approximately 10cm or 15cm up from the tip of the catheter. The catheter was withdrawn entirely and the pursestring was suture tightened and tied. No other abnormality was noted. No definite csf was noted either in the catheter or coming from the entry site over the wound. The catheter was then cut so that it could be brought out through the abdominal wound, thus removing all implants entirely.